Event description:
This report is being filed as the clip opened while locked. Crd_946 - triluminate pivotal. Patient ID: (B)(6). It was reported that on an unspecified date approximately two years ago, a triclip procedure was performed for functional tricuspid regurgitation (tr). On (B)(6) 2024, the patient presented with torrential tr grade 5, and a single leaflet device attachment (slda) with one triclip (unk part, unk lot) was noted. As treatment, another triclip procedure was performed. Three triclips were placed along the septal-anterior leaflets. Of the three implanted, the last triclip (tcds0301-xtw, 40422r2106) was opening while establishing final arm angle (efaa). Since the clip was positioned near the slda clip, the operators were unable to remove the device and decided to implant. The triclip was implanted, stable and well seated. The tr had been reduced to grade 1-2.

Manufacturer narrative:
The additional triclip complaint mentioned in b5 and noted in d10 is filed under a separate medwatch report number. The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during establishing final arm angle (efaa) was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.